Event description:
It was reported that the pt experienced a shocking/jolting sensation when his device was turned on. The pt was extreme pain and a warm sensation at the device pocket site following a replacement. Further info is being requested from the hcp.